Event description:
The account stated that the architect phenytoin reagent generated low than expected results on a patient sample. The initial result was < 1.98 ug/ml. The sample was retested as it did not match what was expected, the result was 64.7 ug/ml. The sample was retested a third time and the result was again 64.7 ug/ml. The qc was within range. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Investigative testing was not performed for this complaint since material was not available for return and therefore, no meaningful data would have been generated to address the observed issue. In addition, a review of the complaint data indicated that a product deficiency does not likely exist for this assay. Finally, a review of the product labeling revealed that the issue observed by the customer is adequately addressed in the product package insert.

Event description:
The patient is an elderly female undergoing aneurysm surgery with persistent bleeding from an injury to the posterior wall of the nasopharynx, which apparently is related to attempts to pass a nasogastric tube. Otolaryngology was called in for consultation. Endoscopy performed revealed some bruising and minor gouges of the septum on both sides, but a significant area of bleeding on the posterior wall of the nasopharynx on the right side. This is in the posterior wall of the nasopharynx, behind the location that a typical nasal nose bleed balloon device would be effective, packing performed with inflation of foley catheter balloon under visualization of endoscope. The patient was hemodynamically marginally stable at the conclusion of the operation and was transported to the surgical intensive care unit with a low dose of neo-synephrine. The patient had comorbidities and went into chf. The family placed patient on comfort care two days post operatively and patient expired.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.